Event description:
It was reported that the battery was showing an error code. It did not provide power due to the battery's state of health and also due to overheating. This event is related to an overheating malfunction that could potentially lead to a serious injury. However, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2 - foreign: italy. Upon receipt, the battery did not provide power due to state of health issue and due to overheat. DHR review was performed. Device was 25 months old and is not out of box failure. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event.  Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the previous record identified no related repairs/findings to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.